Event description:
N/a.

Manufacturer narrative:
The duo lithium-ion batteries (90622) was not returned for evaluation. Based on the reported complaint, the probable root cause for the adhesive under the battery clip on these duo lithium-ion batteries melting is most likely due to overheating caused by a malfunctioning charger or holster. The reported complaint could not be confirmed and a definitive root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the battery clip of duo lithiumion batteries (90622) looks like it had been glued and the glue appeared to have melted, causing an odor to the surgeon during a laparotomy procedure. The doctor switched batteries after noticing the battery smell. There was no reported injury or surgical delay.